Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau . 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. When required, the nurse tried to use the hemospray but it didn¿t discharge [unable to spray - subject of report]. The nurse followed the step by step guide (reference guide) but when pressing the red button, no discharged of powder. They changed the catheter but still no discharged of powder. The physician checked and could not understand why it wasn't working. They ended up using a different system (endoclot). After the procedure, the nurse tried a few more time and then suddenly the device started working. An unintended section of the device did not remain inside the patient¿s body. The patient required a different hemostasis modality due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in biobag. No lot information was included in the return. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. The device was tested as returned and did not spray. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.